Event description:
It was reported by service report that the brakes would not work. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler. Parts are on order and will be replaced upon receipt.